Manufacturer narrative:
The device was returned for analysis. Visual examination identified that the balloon was not folded, indicating that the balloon had been subjected to positive pressure. The returned device was connected to an encore inflation unit. Positive pressure was applied, during which liquid leakage was observed originating from a pinhole in the balloon located approximately 2 mm distal to the distal marker band. Visual and tactile examination identified no kinks, leaks, or damage to the device shaft. Visual and tactile examination also identified no damage to the device tip.

Event description:
It was reported that pinhole noted occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm cephalic vein. An 8.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilatation. During the procedure, pinhole damage was noted on the shaft. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that pinhole noted occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm cephalic vein. An 8.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilatation. During the procedure, pinhole damage was noted on the shaft. The procedure was completed with another of the same device. There were no patient complications as a result of this event.